Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully completed reset without recurring malfunction, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.